Event description:
Received information regarding cartridge alarms (cartridge alarm 16) with multiple cartridges during the load process. It was unknown if the customer's blood glucose level was impacted due to not testing.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.